Event description:
It was reported that the patient presented with a right ventricular lead that was exhibiting high defibrillation impedance. No changes or intervention was reported. There were no patient consequences.